Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the peel away sheath had cracked causing bleeding at the skin level. The physician made the decision to proceed with removing the sheath and the impella cp and re-implanting a new one. The patient survived the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.